Event description:
Reportedly, on 7-january-2026, the transmitter displays "technical problem"

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the transmitter is working normally and no error message is displayed. Review of the event logs established that an alternance between communication success and communication failure occurred during the months before the reported event. No additional findings were visible. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that a transient hardware issue from unknown origin caused the reported behavior. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, the transmitter displays "technical problem".